Event description:
Return reason: detached pa lumen hub. Analysis determined: investigation found that the injected-molded distal hub detached from the distal extension tubing due to insufficient tubing insertion into the hub mold during the molding operation. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.